Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device noted low out of range pacing impedance measurements. Noise and oversensing were also noted. The rv lead remains implanted, but the device was explanted. No additional adverse patient effects were reported.